Event description:
The customer reported that during a trima donation, an "air bubble about 1" was found in the return line. Per the customer, the machine was paused by the operator before the air reached donor. No medical intervention was required. Full patient ID: (B)(6) donor age is unknown at this time. Per the customer the donor was reported as "healthy" the platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per follow up from the customer the luer connections were tight, there was no clotting in the channel or in the return reservoir or air in the sample pouch. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * foam from plasma drain is perceived as fluid by low level sensor resulting in microbubbles in return reservoir returned to donor during plasma flush causing air embolism to donor. * a defective lower level sensor. * obstructed low level sensor due to blood clots resulting in false detection of fluid rather than air leading to air to donor.

Event description:
The customer reported that during a trima donation, an "air bubble about 1" was found in the return line. Per the customer, the machine was paused by the operator before the air reached donor. No medical intervention was required. Full patient ID: w141621850711 donor age is unknown by the customer. Per the customer the donor was reported as "healthy" the platelet collection is not available for return because it was discarded by the customer.